Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Manufacturer narrative:
The awareness date (investigation closure date) was entered incorrectly into the previous supplemental, mrn 3012307300-2025-02623-01. This supplemental was created to correct the awareness date: g3: date received by mfg: march 31, 2025.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that ¿the initial configuration with the possibility of manually setting the dmc parameter (limit dose on 4 hours), does not appear anymore after the update made following the last materiovigilance". The customer also stated that this could lead to an overdose of a drug being put into the pump. There were no clinical consequences. There was no patient involvement.